Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving a reading of 224 mg/dl on his adc blood glucose meter at 7:00 am, before breakfast. He then went to the hospital for his scheduled dialysis treatment, but upon arrival at the hospital customer "collapsed". A glucose result of 40 mg/dl was received on the hospital's unknown brand of meter at 8:00 am. Customer was treated with "glucose" and then his dialysis was started. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.